Event description:
Intrauterine device (iud) grasper broke inside the patient during hysteroscopy for removal of the iud. Hysteroscopy was terminated. The patient returned to the operating room approximately a month later and the embedded intrauterine device was successfully removed. There was no harm to the patient.